Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the device performed to specification. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device logs indicated that the battery was depleted. The log showed multiple low battery messages and an eventual shutdown warning message. The device operated as expected with the low battery condition. The battery was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown). The device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.